Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Re-testing of the patient samples using the elecsys hiv combi pt assay produced consistent results with the initial findings. Additional testing with confirmatory methods, including western blot and inno-lia hiv I/ii score, yielded indeterminate or negative results, supporting the conclusion of a sample-specific discrepancy. The observed reactivity to a single hiv-1 specific antigen in one sample strongly suggests a false reactive result. The root cause was attributed to a sample-specific discrepancy. The device remains in operation at the customer site.

Event description:
The initial reporter alleged non-reproducible results (reactive and non-reactive) for one patient sample tested with the hiv combi pt elecsys cobas e 200 v2 assay on the cobas 6000 e601 module. On (B)(6) 2023, the patient sample was tested with the hiv combi pt assay and generated a result of 12.07 coi (reactive). Western blot testing was overall negative with an indeterminate igg anti-p24 band. Viral load testing results were not provided. The same sample was re-tested on (B)(6) 2023 with the hiv combi pt assay and generated a result of 11.8 coi (reactive). On (B)(6) 2023, a second sample from the same patient was tested with the hiv combi pt assay and generated a result of 4.95 coi (reactive). Western blot testing for this sample was indeterminate with a positive igg anti-p24 band. On (B)(6) 2023, a third sample from the same patient was tested with the hiv combi pt assay and generated a result of 0.76 coi (non-reactive). Western blot testing was overall negative with an indeterminate igg anti-p24 band. Viral load testing was negative. Re-testing of the (B)(6) 2023 sample using the hiv combi pt assay generated a result of 13 coi (reactive). Re-testing of the (B)(6) 2023 sample using the same assay generated a result of 0.8 coi (non-reactive). Additional testing with the biorad new lav blot I showed faint bands (p55 and p24) for both samples, which were interpreted as indeterminate. Testing with the biorad new lav blot ii showed no visible bands for both samples, which were interpreted as negative. Testing with the inno-lia hiv I/ii score showed faint bands for p24 for both samples, which were interpreted as indeterminate. The results were not reported to the patient.